Manufacturer narrative:
(B)(4). Date sent: 4/10/2020. D4: batch #t9441f. Investigation summary: the device was received closed with the jaws stuck and with a piece of tissue with in the jaws. When the jaws were forcibly opened and the tissue removed, the jaws were found to be damaged at the hinges. The device was connected to the generator and it was recognized. Because the jaw was damaged, not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a robot-assisted unknown procedure, the knife could not cut the target tissue with the jaws clamped down, and the jaws did not open when the device was used on the little thick side tissue of the prostate gland. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.